Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: us1049 - 6402 (r744126901) it was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 12f amplatzer torqvue 45x45 delivery sheath. About a year later on 9 march 2023, the patient experienced numbness in the left arm. A magnetic resonance imaging (MRI) was performed and showed an acute punctate lacunar infarct. Aspirin and plavix were administered after admission to the hospital. The patient's medications were adjusted. The patient was fully recovered and discharged on (B)(6) 2023.

Manufacturer narrative:
An event of numbness in the left arm and an acute punctate lacunar infarct was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient was administered aspirin and plavix to treat the stroke event which was discovered via MRI. The patient's medical history included hypertension, diabetes mellitus, stroke, vascular disease , anemia, myocardial infarction(s) and transient-ischemic attack. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.